Event description:
Customer reported device = hi and 500 mg/dl. Customer called ambulance and was taken to hospital. Customer was treated with an IV antibiotics and was released from the hospital. No controls used. A request was made for return product and replacement product was sent.